Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient experienced a drop in blood pressure and pericardial effusion. Approximately one hour after a pulse field ablation (pfa) procedure and prior to patient discharge a drop in blood pressure was observed and a pericardial effusion was found via ultrasound. The pericardial effusion was punctured and drained, and the patient's condition stabilized. The patient was doing well afterwards and was discharged from the hospital. The device is not expected to be returned for analysis due to disposal.